Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found broken collet and stuck plunger clamp in position #1. Fe replaced plunger clamp and collet. The instrument was tested without further problem and was returned to expected operation.